Manufacturer narrative:
Hydrocolloids are designed to stay on for up to 7 days. Under routine use, allow the product to loosen naturally. Removal of bandage can be facilitated by carefully lifting edges of the dressing with other hand and gently rolling dressing off of the wound site.

Event description:
Pulled skin off with bandage during removal after one day of wearing.